Event description:
A report was received that the patient had an x-ray and it revealed infection and inflammatory reaction due to the spinal cord stimulator. It was also reported that the patient had more pain with pressure in the head and neck area which was beyond the normal.

Event description:
A report was received that the patient had an x-ray and it revealed infection and inflammatory reaction due to the spinal cord stimulator. It was also reported that the patient had more pain with pressure in the head and neck area which was beyond the normal.

Manufacturer narrative:
Additional information was received that the patient had no sign of infection as confirmed with the physician.